Event description:
The user facility reported to terumo cardiovascular that during set-up the table wrap was not tucked under properly and it is opening from the center. The product was changed out, there was no blood loss and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for eval. There was no lot number reported, no investigation performed. A production alert has been added to the specification to inspect packs during next build. (B)(4).